Event description:
International customer reported that the pt present with a wound dehiscence ten days following a gynecologic procedure. The pt was returned to surgery for repair. The customer reports that the suture broke.

Manufacturer narrative:
Date sent to the FDA: 06/12/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.